Event description:
It was reported that the handpiece was leaking saline from the cutter release switch. There was no reported patient involvement.

Manufacturer narrative:
The leaking complaint could not be duplicated during the investigation. However, it was found that the valve drive plate was broken, due to a build up of debris in the suction valve.